Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side of body') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis and breast operation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 21 days after insertion of essure. In november 2011, the patient was found to have weight increased ("weight gain") and experienced breast tenderness ("tender breast") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and headache (" headaches"). The patient was treated with ibuprofen, metronidazole (flagyl), norethisterone (norethindrone) and oxycodone. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, fatigue, headache, weight increased, genital haemorrhage, breast tenderness, mood swings and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, breast tenderness, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, mood swings, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side of body') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis and breast operation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 21 days after insertion of essure. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced breast tenderness ("tender breast") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and headache (" headaches"). The patient was treated with ibuprofen, metronidazole (flagyl), norethisterone (norethindrone) and oxycodone. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, fatigue, headache, weight increased, genital haemorrhage, breast tenderness, mood swings and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, breast tenderness, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, mood swings, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs and mr received: events: abnormal bleeding (general), tender breast, mood swings, migration of essure device, vaginal discharge were added. Reporters, event onset date, concomitant drugs, lab data were added. Essure insertion date was updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.